Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a longitudinal fissure, approximately 0.3 cm in size, on the blue air vent of the spike. Functional flow testing revealed a leak out of the blue air vent on the chamber. The cause of the leak could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the vent in the spike. This occurred during priming. There was no patient involvement. No additional information is available.